Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 14, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d3 (manufacturer - updated email address) g1 (all manufacturers - update first name, last name, email address & telephone number) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to correction, additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 3331, 213, 67) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 3331 - analysis of production records investigation findings: 213 - no device problem found investigation conclusions: 67 - no problem detected the sample received was unopened, in the original tray with the tyvek lid sealed, and no visual anomalies were noted with the unit upon opening. The quick connect assembly was able to be taken apart and put back together several times with no issues. The quick connect body has a rotating locking sleeve that if in the locked position, the insert is unable to be removed from the body. The quick connect was found to function as intended. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The collar locking mechanism was stuck.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular prior to cardiopulmonary bypass, during setup, the collar locking mechanism was stuck. No patient involvement; the product was changed out; the surgery as completed successfully.